Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: what color cartridge used throughout the procedure and what was the correlated anatomical location? Intervention: bypass different colors (blue, green, gold and white) any difficulty with the device intraoperatively? No. How long after the procedure was the bleeding identified? 1 day. How was the bleeding identified? Hb lowering (2 preserves obtained). Was there any surgical intervention to address the blood loss? Yes. Was the site of the bleed identified? Yes-postresection. Why does the surgeon believe the bleeding was associated with gst45w? As it was in a place where stapling was done-with white magazine (intestinal anastomosis). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a lap bypass procedure, the surgeon reported about a revision seepage bleeding after surgery after using blue magazine gst45, lot 601a31).

Manufacturer narrative:
(B)(4). Date sent: 7/13/2022.